Event description:
Hosp could not fit their new localizer on to their existing headring. This occurred after the headring had been placed on the pt. No pt injury was reported.

Manufacturer narrative:
The headring was mfg at least 9 yrs ago. The attachment hole was not mfg completely, preventing the attachment of this type of localizer.